Event description:
It was reported that there the device had an error code 46011. The event occurred during testing.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during review of the device event log, which determined the reported error had been recorded. However, a definite root cause for the error could not be established. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device software was reloaded and the device passed all testing.